Manufacturer narrative:
It was reported that the ventilator provided lower o2 concentration values to the patient than set. Identification of issue has been done by analyzing problem description, service report and device¿s logs.according to the information provided by the technician, during the use of the ventilator the provided oxygen concentration was 6% lower than set and the alarm o2 concentration low was generated. The nozzle units were replaced. The device passed all performance tests and was returned to clinical use.the issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient harm reported. The defective parts were not available for further analysis, hence root cause could not be determined.

Event description:
It was reported that the ventilator provided lower o2 concentration values to the patient than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.